Event description:
Outbound, pt reports extension tubing for cadd legacy leaks at the backside of the filter. No further details provided. Lot number 3583237 / 3648273 20 tubings. Diagnosis or reason for use: pph.